Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2026; product type catheter product ID 8709sc lot# serial # (B)(6); implanted: (B)(6) 2009; explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 29-jul-2023, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(6), ubd: 29-jul-2023, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing dilaudid (hydromorphone) (2mg/ml at .1mg/day). It was reported that the patient was experiencing having an increase in pain. It is unknown if there were any environmental/external/patient factors that may have contributed to the patients pain. The healthcare provider attempted to aspirate the catheter in the office and was unsuccessful. The actions taken to resolve it was the catheter was replaced.